Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the cable had poor performance. The issue was found during an unspecified procedure. This was the second cable to fail in the procedure. There were no reports of harm. This report is related to linked patient identifier (B)(6), for the other failed cable in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the age-related wear in connection with repeated extreme bending or tensile loads most likely led to the breakage of single or all the wires in the cable. This can cause a voltage spike at the damaged area when the generator is activated, resulting in a spark that was noticeable due to the reported noise. It is likely the cause of the reported issue is most likely due to wear and tear in connection with improper handling. The event can be prevented by following the instructions for use (IFU) which state: this would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance for this device.